Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that "after the primary surgery, the breakage of left rod was confirmed. After that the breakage of right rod was confirmed too."

Manufacturer narrative:
Method: not applicable results: the customer event of an unknown xia rod fracture was confirmed via x-ray images. The device was not returned for evaluation. The breakage occurred on a rod that was connected to the construct with a rod to rod connector and spanned all the way down from that connector to the ilium, which created a large bending moment, which possibly contributed to the breakage. Other possible factors include the skipping of levels by the surgeon, the amount of time since implantation, the weight and activity of patient, and any falls or high load complications. However, the actual cause of the breakage cannot be determined conclusively. Conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that "after the primary surgery, the breakage of left rod was confirmed. After that the breakage of right rod was confirmed too."